Event description:
Reporter alleged obtaining the results of 496 mg/dl, 168 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 1000 mg of metformin because of the 496 mg/dl and she felt sick before taking the other readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.